Event description:
It was reported that the wake button was difficult to press. Customer¿s blood glucose (bg) level was a range of 50 to "high". Customer consumed carbohydrates to address the low bg. A correction bolus was delivered to address high bg level. The customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.